Manufacturer narrative:
D1: corrected brand name. D9: added devices return information.

Manufacturer narrative:
H3 has been updated, since the physical product was returned and the pi has been completed. The reported issue of optical sensor system error during case start was caused by combination of optical pressure measuring unit failure (small distortion in analog output signal) and an air gap at the optical pump connector (presumably due to pump plug not inserted fully into receptacle on aic).

Event description:
It was reported that after set up and insertion, the console indicated "optical signal system error". It is noted that they were advised to remove and replace the catheter and use another automated impella controller for this case. There was no reported patient harm.

Manufacturer narrative:
Section a is unknown and e.1 initial reporter name is unknown. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two reports. This report represents the automated impella controller. Another report was submitted for the pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Data analysis: console imc logs were not available. However, after reviewing both the lt and rt logs, the placement signal not reliable event was observed. Root cause: the root cause for the aic indicated optical sensor system error was not determined as the console was not returned.